Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated failed cuvette water blanks. The customer technical specialist assisted customer with troubleshooting by advising customer to remove the wash station and inspect the probes. After removing the outer ring of the reaction wheel, customer found fluid in the wheel, as well as both broken and bent cuvettes. After further troubleshooting, a service request was generated. On the same day, a field service engineer (fse) inspected the instrument and found that four wash probes were bent and damaged. The wash probes were then replaced and alignments were performed. The fse also washed unclean cuvettes and replaced damaged cuvettes. The fse also found that one of the cuvettes had been placed "sideways." Customer was able to test samples without any problems, which verified that the fse's services effectively resolved the issue. Customer stated that there was no effect on patients because patient samples were not run. Also, customer did not state harm to instrument operators.

Manufacturer narrative:
(B)(4).